Manufacturer narrative:
Although requested, the affected devices have not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported a vague event where a lasix infusion completed faster than expected. No patient harm was reported as a result of the event. The pc unit and administration set were not sequestered.

Manufacturer narrative:
The customer¿s report of a lasix infusion completed faster than expected could not be confirmed. Only the syringe module logs were received for investigation, and no other event details were provided. The event log shows the last infusion programmed was for a rate of 120ml/hr with a vtbi of 12ml at 8:21 am on (B)(6) 2016. The syringe detected was a 20ml bd syringe with 12.6342ml detected. The infusion completed at 8:28 am and the device was channeled off. No further investigation of the event is possible at this time; root cause of the customer's experience was not identified. Devices not received, log review only.